Manufacturer narrative:
Manufacturing date was received. Log analysis was completed. The orientation of the exam with respect to the labels is correct. The current software design does not guarantee that ap and lateral images will appear oriented with superior up in the acquire images task.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. The issue was unable to be replicated through testing. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that on the imaging system the correct orientation was selected, and the images looked correct on the mobile view station (mvs); but when transferred to the navigation system they were flipped. There was no patient impact reported and no delay to surgery.